Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the photos provided by olympus korea co., ltd. (Okr) and found that the ultrasound transducer cover was completely peeled off, so it is possible that excessive external force was applied to this damaged part. As a result, it is possible that the ultrasound transducer was also damaged due to the application of an external force. The instruction manual provides precautions for handling the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus korea co., ltd. (Okr) for evaluation. Okr inspected the device and confirmed the following: the amount of water supplied was out of the standard due to the clogging of the air/water nozzle. There was a gap in the adhesive of the bending section rubber. There was a leakage from the ultrasonic acoustic lens due to damage. The ultrasonic image was damaged due to a failure of the ultrasonic acoustic lens. The ultrasonic vibrator broke down due to the broken ultrasonic cable. The ultrasonic acoustic lens failed, and the probe unit was partially missing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that the ultrasonic acoustic lens of the probe unit was broken. There was no report of patient injury associated with the event.